Event description:
During a colonscopy procedure, a hospital physician stated to the nursing staff that he "just perforated the colon". The hospital risk mgr reported that the pt underwent surgical repair of the site and is doing well.